Event description:
The customer reported that the unit was failing to fully power up, displaying system failure cycle power - error 10003.

Manufacturer narrative:
The customer reported that the unit was failing to fully power up, displaying system failure cycle power - error 10003. The customer contacted the philips response center, and subsequently resolved the issue by clearing all the stored events on the data card. We are considering this issue to be the result of a malfunction of the external data card.